Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer is using cold insulin to fill cartridges during the loading sequence. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 128 mg/dl.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.